Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and was unable to identify any issue with the v-pro 1 plus sterilizer; the reported event could not be duplicated. The steris technician proactively replaced the unit's sv4 valve, although there was no indication that the sv4 valve was leaking or caused the reported event. The employee was not wearing proper ppe, specifically gloves, at the time of the reported event. Section 1 of the operator manual for the v-pro 1 plus sterilizer states, "any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." Also, "when handling hydrogen peroxide, wear appropriate personal protective equipment ... And observe all safety precautions." Section 6 of the operator manual states, "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." Steris performed in-service training on the proper use and operation of the v-pro 1 plus with user facility personnel following the reported event. The unit was installed in january 2010 and is not under a steris service contract.

Event description:
The user facility reported that an employee was burned after touching an item which was sterilized in the v-pro 1 plus sterilizer. The employee reportedly sought medical treatment for the injury and resumed normal work duties.